Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with many air in line alarms was not confirmed or duplicated by baxter service personnel because the customer did not return the device for evaluation. No cause could be determined and no repairs needed for this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with many air in line alarms. This condition was reported to have occurred during patient use. The patient was being given heparin. The facility representative stated that there was no patient injury or medical intervention. It is believed that the patient or a technician may have been attempting to program the device, thus causing the reported condition. No additional information is available. The current user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.